Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable and wall adapter and there was no power source alert in pump history when issue began. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter connected to working outlet for at least 30 minutes using original charging supplies, pump began charging successfully, and no further assistance was required.